Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that the patient thought she would have to get her implantable neurostimulator (ins) removed. It was stated that not long after the patient had her device implanted, she had a bad fall that made her lead move. It was stated that many adjustments had been done in an attempt to get the lead ¿straight.¿ it was further stated that after the adjustments, the patient did get some relief, but about one year prior to this report, when the patient would use her stimulation, she would get severe headaches. It was noted that after getting the headaches, the patient had let the ins overdischarge. It was noted that the last time the patient had tried to use her stimulation was about one year prior to this report. It was also noted that the patient had tried to charge her ins a week prior to this report, but was unable to do so.

Manufacturer narrative:
(B)(4).